Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with mentor memorygel, 350cc, silicone breast implant experienced right-sided capsular contracture grade iii post procedure. The issue was diagnosed intra-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 2, 2021 indicated that the patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 18, 2021 indicated that the patient stated that about 10 days ago, a spot in the vertical incision on the right-side drained a small amount of liquid. It is currently scabbed over, which the scab was removed by her doctor, and absent left breast implant secondary to postoperative infection which was treated. Please refer to manufacturer report number 1645337-2021-12535, for the left side infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 11 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).